Event description:
It was reported that a cardiac perforation, pericardial effusion and cardiac tamponade occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac access solution was selected for use. The patient was intubated and prepared for the procedure without issues. The physician gained vascular access without issues. During the procedure, transesophageal echocardiography (tee) was placed at the time of intubation without complications and was in place to verify transseptal puncture and left atrial appendage (laa) dimensions for sizing the closure device. The tee physician and electrophysiologist scrubbed in, and both noted on tee imaging/fluoroscopy a clear middle septum tenting with watchman access sheath (was) and versacross connect dilator in place along the septum, the short axis was not visualized well. Versacross wire advanced 1 to 3 mm outside the tip of the was sheath and radiofrequency (rf) was applied for one second constant to versacross pigtail wire tip. The wire was visualized across the septum under fluoroscopy but was not able to be seen on tee. The wire advanced but its orientation was not into the left atrium (la) or laac/left upper pulmonary vein (lupv). Bubbles were not seen in the la after wire puncture, and the physician did not try to advance the was sheath or dilator over the wire. The physician retracted the wire back into the was sheath and performed a second transseptal puncture (tsp) visualized on short axis and long axis mid/inferior application on the septum. The wire was advanced into the la, and the dilator was advanced across the septum without issue. The dilator was removed after the was sheath advanced over the dilator, and a non-boston scientific pigtail catheter was exchanged over the wire for contrast injection into the la. Measurements for the appendage were taken at the beginning of the case right after intubation; a 24 mm closure device was deposited sterilely onto the field, and as the scrub tech was about to prepare the closure device with manifold/flush, the physician noted systolic and diastolic blood pressure dropping. The physician found a large and growing pericardial effusion under the left ventricle (lv) and la on echocardiography. The procedure was aborted at that time without having had the closure device ever enter the patient body. The physician performed pericardiocentesis and semi-dark blood was drained; an unknown quantity was deposited back into the patient via autologous transfusion at the tableside by the physician and scrub technician. All catheters and sheaths were removed from the patient body without issue. The patient was stabilized with a drain left in place epicardial, and the effusion was watched via tee with the patient still intubated and on the table for close to twenty minutes. The procedure was ended, protamine was administered at the end of the procedure, and the patient was taken to day-patient recovery in the post-anesthesia care unit (pacu) before being transferred to the intensive care unit (ICU) for overnight observation and to attempt laac closure again at a later time. The patient awoke from anesthesia without any neurological or residual effects noted. The patient is expected to fully recover. In the physician opinion, the pericardial perforation occurred during the tsp using a wire to get access to the la. There was a pericardial effusion into the pericardial space from (again, not visualized but md vocalized perforation somewhere outside the cardiac tissue into the pericardial space) and then resulting tamponade as the patient bp was systolic in the 50's and an emergent pericardial tap had to be performed. Pe location remains unknown; physician stated that 'the wire went through the aorta'; again, only visualization was seeing the wire exit the heart and advance upward at an odd and unnatural angle on fluoroscopy in real time but not confirmed via echo; speculation. Thus, immediately withdrew vcc pigtail wire back into trusteer sheath and performed a second tsp successfully into la without issue. Patient was on eliquis, no warfarin. Anatomy was relatively straight forward.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (discarded). If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem, in section b - adverse event or product problem. Correction to the initial MDR in block(s) patient code (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a cardiac perforation, pericardial effusion and cardiac tamponade occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac access solution was selected for use. The patient was intubated and prepared for the procedure without issues. The physician gained vascular access without issues. During the procedure, transesophageal echocardiography (tee) was placed at the time of intubation without complications and was in place to verify transseptal puncture and left atrial appendage (laa) dimensions for sizing the closure device. The tee physician and electrophysiologist scrubbed in, and both noted on tee imaging/fluoroscopy a clear middle septum tenting with watchman access sheath (was) and versacross connect dilator in place along the septum, the short axis was not visualized well. Versacross wire advanced 1 to 3 mm outside the tip of the was sheath and radiofrequency (rf) was applied for one second constant to versacross pigtail wire tip. The wire was visualized across the septum under fluoroscopy but was not able to be seen on tee. The wire advanced but its orientation was not into the left atrium (la) or laac/left upper pulmonary vein (lupv). Bubbles were not seen in the la after wire puncture, and the physician did not try to advance the was sheath or dilator over the wire. The physician retracted the wire back into the was sheath and performed a second transseptal puncture (tsp) visualized on short axis and long axis mid/inferior application on the septum. The wire was advanced into the la, and the dilator was advanced across the septum without issue. The dilator was removed after the was sheath advanced over the dilator, and a non-boston scientific pigtail catheter was exchanged over the wire for contrast injection into the la. Measurements for the appendage were taken at the beginning of the case right after intubation; a 24 mm closure device was deposited sterilely onto the field, and as the scrub tech was about to prepare the closure device with manifold/flush, the physician noted systolic and diastolic blood pressure dropping. The physician found a large and growing pericardial effusion under the left ventricle (lv) and la on echocardiography. The procedure was aborted at that time without having had the closure device ever enter the patient body. The physician performed pericardiocentesis and semi-dark blood was drained; an unknown quantity was deposited back into the patient via autologous transfusion at the tableside by the physician and scrub technician. All catheters and sheaths were removed from the patient body without issue. The patient was stabilized with a drain left in place epicardial, and the effusion was watched via tee with the patient still intubated and on the table for close to twenty minutes. The procedure was ended, protamine was administered at the end of the procedure, and the patient was taken to day-patient recovery in the post-anesthesia care unit (pacu) before being transferred to the intensive care unit (ICU) for overnight observation and to attempt laac closure again at a later time. The patient awoke from anesthesia without any neurological or residual effects noted. The patient is expected to fully recover. In the physician opinion, the pericardial perforation occurred during the tsp using a wire to get access to the la. There was a pericardial effusion into the pericardial space from (again, not visualized but md vocalized perforation somewhere outside the cardiac tissue into the pericardial space) and then resulting tamponade as the patient bp was systolic in the 50's and an emergent pericardial tap had to be performed. Pe location remains unknown; physician stated that 'the wire went through the aorta'; again, only visualization was seeing the wire exit the heart and advance upward at an odd and unnatural angle on fluoroscopy in real time but not confirmed via echo; speculation. Thus, immediately withdrew vcc pigtail wire back into trusteer sheath and performed a second tsp successfully into la without issue. Patient was on eliquis, no warfarin. Anatomy was relatively straight forward. It was further reported that the physician did not draw routine act's for standalone watchman and there was not one done for that case. The physician updated the following day that the patient was and at baseline. The patient was discharge.